Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that, while the user was preparing to place the ventilator on a patient, the nkv-550 ventilator generated a non-critical thread alarm, and the screen became unresponsive. The ventilator required powering off and was removed from service. A replacement ventilator was used instead. There was no patient involvement or patient harm.